Manufacturer narrative:
Device function properly during functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement and unexpected restart test. No compromised force sensor system alarm noted during testing. All operating currents are within the specifications no unexpected low battery or off no power alarm noted. No motor error alarm noted. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that both her device and the customer's device alarmed a motor error alarm. Customer's blood glucose was 535 mg/dl. Device passed the self test. Device alarmed a compromised force sensor system alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.